Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement were normal. No unexpected low battery, weak battery, failed battery test or off no power alarm noted, however the battery tube was corroded. The minilink transmitter communicated properly with the insulin pump. No sensor alarm or weak signal alarm noted during our testing. The insulin pump was received with cracked reservoir tube lip and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating a failed battery test on their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer did not troubleshoot and did not send the product back for analysis.